Event description:
Twenty four hours after stent assisted coiling of a wide necked right carotid terminalis aneurysm with the enterprise vrd, it was noted that the stent had migrated proximally. The stent still covered the aneurysm neck. It was reported that there was a slight curvature to the vessel that may have facilitated this movement; however, the physician does not have any other clear explanation for the event. The aneurysm measured 4.6x3.7mmx4.2mm. The target vessel distal to the aneurysm measured 3.6mm and proximally 4.1mm. The enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of 2.5mm and 4mm. A prowler select plus was used to deliver the enterprise and exchanged for a non-cordis sl 10 which was inserted through the stent into the aneurysm without sent movement. This was followed by detachment of coils in the aneurysm. Angiograms performed after the final coil was detached demonstrated obliteration of the aneurysm and perfect enterprise stent placement. The following day, a skull x-ray revealed stent migration. However, the stent continue to cover the aneurysm neck. Angiograms conducted during 6 month follow-up confirmed that the stent had migrated, but continue to cover the aneurysm neck.

Manufacturer narrative:
The product was not returned for analysis, since it remains implanted. The lot number was not provided, therefore, a DHR could not be performed. Based on the received information, although no conclusion can be made regarding the reported stent migration, it is possible that vessel characteristics contributed to the event. The stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed.